Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, including two overnight low glucose episodes during which device alarms did not awaken the user, leading to assistance from others and a prior factory reset performed under guidance from a clinician and trainer. Symptoms included hypoglycemia with impaired awareness during sleep. Outcomes included non-serious intervention by coworkers and a family member, with no involvement of first responders and no hospitalization. Investigation included outreach to obtain additional details. Investigation of this case revealed that the cause of the hypoglycemia and missed alarms remained undetermined, and no device malfunction has been confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.